Event description:
It was reported that the patient lost pain coverage in her back and was experiencing unintended stimulation in the abdominal area. X-rays suggested lead migration. The patient had several falls since the implant. The lead was explanted and replaced by two new leads.

Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.